Manufacturer narrative:
(B)(4). The lot was manufactured january 20, 2014 to january 21, 2014. Evaluation summary: the actual device was evaluated with 55 ml of fluid in the reservoir. Visual inspection of the device did not reveal any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device was found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had no flow. This occurred during infusion of an unknown drug. There was no patient injury or medical intervention. No additional information is available.